Event description:
It was reported that the left ventricular lead caused extracardiac stimulation, so the lead was programmed off. The lead was turned back on the polarity was changed which resolved the extracardiac stimulation and resulted in an elevated threshold. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead dislodged and was subsequently repositioned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead caused extracardiac stimulation, so the lead was programmed off. The lead was turned back on the polarity was changed which resolved the extracardiac stimulation and resulted in an elevated threshold. The lead remains in use. No patient complications have been reported as a result of this event.